Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08715 inches. Several displayable history crc check failed on startup alarms found at the pump history file. Displayable history crc check failed on startup alarms due to corrupted history files. Device received with cracked case at the display window corners and display window. Device received with missing end cap sticker. Device received with minor scratched display window and case. No traces of moisture were found at the electronic or motor assemblies per visual inspection. Device received with stained serial number / back address label.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. Several corrupted history file alarms found at the pump history file. Corrupted history file alarms due to corrupted history files. Unit received with cracked case at the display window corners and display window. Unit received with missing end cap sticker. Unit received with minor scratched display window and case. No traces of moisture were found at the electronic or motor assemblies per visual inspection. Unit received with stained serial number / back address label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they went to the emergency room for high blood glucose of 457 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer sated they were feeling ill on sunday. Customer was treated with an insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. Customer stated they had changed there infusion set on (B)(6) 2017 and was about to the change it on the 18th but felt bad that they did not changed the set. Customer then stated the set had fallen of when the customer was going to the ER. Customer's nurse also stated the customer blood glucose was 509 mg/dl and customer did not have the insulin pump when they were admitted. Troubleshooting was performed. The drive support cap appeared to be normal however the bumper sticker was missing. No air bubbles were noted. Customer noted a leak on the hub of the infusion set. Customer was advised the leak may caused the high blood glucose. Customer then declined to check the site and insulin for issues. Customer declined to check the settings. The customer did not have a tubing clamp to perform the high pressure test. Due to the missing bumper sticker the insulin pump is being replaced. The insulin pump is returning for analysis.